Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery. Following pre-dilatation with a non-bsc balloon, a 38x2.50mm promus premier drug-eluting stent was advanced to treat the lesion. However, stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery. A 38 x 2.50mm promus premier drug-eluting stent was used, however; stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 2.50 mm stent delivery system was returned for analysis without the stent. The device was returned with the stent expanded and dislodged from the balloon. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture is within max crimped stent profile measurement. The balloon cones were reviewed, and signs of partial positive pressure applied to the cones were noted. Balloon folds are partially open, and crimp markings are visible on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.